Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch: null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿cementless lateralized stems in primary tha: mid-term survival and risk factors for failure in 172 stems¿ by c. Courtin, et al, published by orthopaedics and traumatology: surgery and research (2017), vol. 103, pp. 15-19, was reviewed. The objectives of the current study were to determine the risk factors for the occurrence of symptomatic femoral radiological abnormalities, the incidence of these abnormal radiological findings, and the revision rate for aseptic non-integration of a cementless lateralized stem. Implanted depuy products: 157 corail cementless lateralized kho stems. The authors used pinnacle coc bearings in patients younger than 70 years and a competitor dual mobility cup, liner, and head in patients older than 70 years. Results: 7 stems revised for aseptic loosening secondary to inadequate osseointegration. Captured in this complaint: 7 corail femoral stems: implant loosening/ implant to bone. Patient harms: inadequate osseointegration, surgical intervention, medical device removal. There were no reported events associated with the cups, liners, or heads. "